Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm and multiple battery issues. Customer's blood glucose value was 140 mg/dl at the time of the incident. Customer states they had tried different batteries and nothing was happening. The customer declined troubleshooting for battery issues. The device will be returned for analysis.